Manufacturer narrative:
Event date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference number: 1627487-2021-00155. It was reported that the patient experienced lead migration at l5 and s1 positions. Patient reported moving furniture, hearing a pop, and losing therapy in the foot. On (B)(6) 2020 the leads were explanted and replaced. The patient has effective therapy post operatively.